Manufacturer narrative:
During an internal review on 13-nov-2024, noted a correction to the 3500a initial. Therefore, corrected the following fields: h4. Device manufacture date from 17-jun-2024 to 15-jun-2024. D 4. Primary UDI number (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-sep-2024. The device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation, irrigation, temperature, and impedance test of the returned device was performed following bwi procedures. Visual analysis revealed reddish material presumably blood and a hole in the surface of the pebax. No other damage or anomalies were observed. A temperature, impedance, and irrigation test was performed, and the results were found within specifications. No temperature or irrigation issues were found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since reddish material presumably blood was observed in the pebax, this failure could be related to the temperature issue reported by the customer; therefore the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Electrode temperature slope too high. Replaced the cable and then catheter. Resolved. The procedure was successfully completed. No patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 16-oct-2024, observed reddish material presumably blood and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 16-oct-2024 and have assessed this returned condition as reportable.